Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck to open due to broken slides. A field service engineer (fse) had replaced the left side slide. While performing the replacement, the fse noticed that the open/closed sensor wire had been cut due to the damage caused by the broken slides. The fse replaced the damaged wire to restore proper functionality. The system functioned as intended after the field service engineer repaired the device.